Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the doctor said they lost control of the monopolar curved scissors (mcs). The mcs was removed from the patient's cavity, and it was found that the steel cable had broken. The procedure was completed with no reported injury.